Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported leak could not be conclusively determined. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.

Event description:
A blood leak was noted from the hemostasis valve of the sheath when inserting a catheter into the sheath. The sheath was replaced and the procedure was completed with no adverse consequences to the patient.